Event description:
Customer was executing a test run with the revogene instrument, catalog 610210. The run was aborted after error code 037-014 was received. The customer reported that after the aborted run, the instrument was very warm. While there were no reported injuries or burns associated with this event, meridian bioscience inc. Has elected to submit this MDR out of an abundance of caution.